Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Symptoms reported include throwing up and getting sick to their stomach. The patient was treated with insulin injections at the hospital. The patient was released the same day. It should be noted that the patient alleged, that security in the hospital had her put two boxes of pods through a metal detector, which in the patient's words, "caused the pods to not work." If the pods are returned for investigation, we will follow up with our findings.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.